Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation of the clip delivery system (50626r1067) it was noted that the system was difficult to flush. Troubleshooting was performed and the system was able to be de-aired and implanted. To further reduce mr, an additional clip (50626r1072) was inserted into the valve. It was noted that the clip exhibited unusual behavior during inversion and when transitioning from the inverted to the standard 120 degree position. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.